Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that she went to a water park and noticed that her pump was getting hot when she was at the water park. She opened the battery compartment and noticed there was water and corrosion in the battery compartment. The pt denied suffering any redness or burns due to the issue.